Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited premature battery depletion. During a longevity check, it was noted that the lv pacing lead impedance had decreased, the lv pacing output had increased, and the number of maximum charges had increased. The charging frequency was not consistent with post mid-life capacitor maintenance.